Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date, to update the h3 section and to provide the completed investigation results. One 6fr glidesheath slender guidewire was returned for product evaluation. Visual inspection revealed a kink at the floppy end of the guidewire. The guidewire was placed under microscopy and each end was examined. The floppy end was noted to have an unraveled piece of wire at the distal tip. No anomalies were noted with the stiff end. A 0.021" needle was acquired from another kit for functional testing. The stiff end was inserted into the needle, and no issues were noted. The floppy end was then attempted to be inserted where resistance was faced. The guidewire could not be inserted into the needle. Measurements were taken of both ends of the guidewire. The floppy end measured 0.025", and the stiff end measured 0.021". The stiff end was within manufacturer specification whereas the floppy end was measured to be out of the limits of manufacturer specification due to manipulation of the guidewire into the needle could have caused the unraveling. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that a section at the distal tip of the guidewire was unraveled and caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during radial access for cardiac cath, the physician accessed the radial artery with a 21g introducer needle that was in a glidesheath slender kit. A flashback was observed and a 021" wire from the kit was introduced into needle. However, the wire would not pass through the needle. A new kit was opened and the wire from the new kit was used successfully through the original 21g needle in the radial artery. After the procedure the physician tried to pass the original guidewire through both needles that were open, however the wire would not pass. Patient condition was stable. The procedure outcome was successful using the second kit component.